Event description:
A report was received that the patient was having difficulty charging the ipg. It was also reported that the battery was depleting daily. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg explant procedure. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was having difficulty charging the ipg. It was also reported that the battery was depleting daily. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that no device malfunction suspected.

Event description:
A report was received that the patient was having difficulty charging the ipg. It was also reported that the battery was depleting daily. The patient will undergo an ipg replacement procedure.